Event description:
It was reported that the patient presented to the hospital on (B)(6) 2025 after receiving two alerts for high defibrillation impedance (<150 ohms) on the right ventricular channel and ¿low p wave current¿ on their implantable cardioverter defibrillator (ICD). The atrial channel also exhibited low pacing impedance at below 200 ohms. It was noted that the patient was admitted to the hospital previously in (B)(6) 2024 after experiencing inappropriate shock due to an episode of atrial fibrillation followed by high ventricular rate. The presence of atrial fibrillation was still detected at this recent hospital visit. No intervention was performed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).